Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.